Manufacturer narrative:
The device was returned to olympus for evaluation. An olympus boroscope was used to inspect the biopsy channel for any objects or foreign material within. The evaluation did not locate any foreign material inside the biopsy channel; however, did notice multiple kinks inside the channel starting at 20cm up until the 40cm mark from the bending section. The scope could not be leak tested, since it had already been opened by estimation. The quality inspection results noted the unit passed the water dunk test. Additionally, the grip was pulled down to verify the condition of the channel at the body control unit side; and no abnormalities exist within the area were noted. The instruction manual warns users¿ after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
Olympus was informed that during an esophagogastroduodenoscopy (egd) procedure, pieces of a reprocessing brush fell out the scope into the patient. The device fragments were retrieved using a basket and forceps. There was no additional bleeding observed. The intended procedure was completed with the same device. There was no patient injury reported. Additionally, the user facility also reported that the scope is pre-cleaned at bedside immediately after the procedure. The scope is leak tested prior to manual cleaning. Manual cleaning is performed which includes brushing and flushing the channels. The scope is then placed into the facility's medivators advantage aer with rapicide for reprocessing.